Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing the infusion set and received a motor error alarm on the insulin pump. Customer stated that she was filling the tubing when the alarm occurred. Customer stated that the pump has not been exposed to a high magnetic field. Customer also reported a motor position encoder error alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history file. The motor was tested outside the device and passed. We were unable to complete functional test due to motor error alarm. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.